Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ax55b jammed and did not release the staples. There was no consequence to the patient.